Event description:
A physician reported a pt who was treated on 4/14/97. She locked the luer into place and had injected 1cc without problems. As she began injecting the remaining 1cc into the nasolabial folds, she was not pushing any harder than usual; suddenly the needle became disconnected from the syringe and the collagen material splattered onto the pt's hair and face and into the injector's eye. There was no injury to the pt, but there was resultant irritation in the injector's eye. No medical or surgical intervention was prescribed or planned. The injector planned to consult with an ophthalmologist.